Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient acquired a seroma. The patient was hospitalized and the seroma was drained twice. There have been no reports of further complications regarding this event.